Manufacturer narrative:
The lens was requested, but will not be returned to bausch + lomb for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the intraocular lens was removed intraoperatively from the patient's right eye due to a torn haptic. The incision was enlarged to remove the lens and another lens of same model was implanted successfully. Patient's prognosis was described as "full recovery." Please reference MDR # 2031924-2013-00162 for the inserter used during the event.